Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: 01/2012 - reuse. Electrode belt: 02/2014 - initial use.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female patient's brother-in-law contacted zoll to report that the patient had passed away from complications related to stage 4 cancer. The patient reportedly had fluid around her heart and her heart had stopped. Review of the events surrounding the patient's death indicates the patient experienced an inappropriate defibrillation event. Oversensing of small signal during asystole contributed to the false detections.